Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, when the firing trigger was grasped, double feeding occurred. One of the clips was not closed properly and malformed. Another device was used to complete the case. There were no adverse consequences to the pt.